Event description:
It was reported that the customer passed away. It was also stated that the dr had no info about the cause of customer's death. However, the medical examiner has made a request to evaluate the insulin pump for an investigation of customer's death. The investigation of customer's death suggested that the customer was wearing in insulin pump at the time of death. Also, the dr believed that the cause of death was overdose of insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluison can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.